Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had "false positives". Customer reported that they are seeing suspected false positive results for vibrio. A bd field service engineer (fse) was dispatched to the customer site where they performed installation of new software scripts and reader renormalization to correct the issue. This complaint is confirmed by service & quality. The root cause is due to drift in normalizer signal due to rise in internal instrument temperature during pcr. An internal corrective and preventative action is open to address this issue. No parts were returned or replaced as a part of this complaint, however log files were reviewed. The customer was unable to provide database files due to customer it rules. No additional false result complaints have been received since this service fix. No new risks, trends, or hazards were identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported that bd max¿ system, bd max¿ instrument is giving several false positives. The following information was provided by the initial reporter: the machine gives many positive results for vibrio. False positives due to normalizer drift of -9% leading to an overcorrection triggering the positive threshold.

Manufacturer narrative:
Common device name:instrumentation for clinical multiplex test systems. PMA/510k info: k111860 k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd max¿ system, bd max¿ instrument is giving several false positives. The following information was provided by the initial reporter: the machine gives many positive results for vibrio. False positives due to normalizer drift of -9% leading to an overcorrection triggering the positive threshold.